Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bottom of a polyflux 170h during hemodialysis therapy. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.